Event description:
Ous MDR - after an implant period of approximately 6 weeks, it was reported that this right ventricular lead exhibited increased pacing threshold measurements at follow-up. The patient reported feeling frequent discomfort from the left side of their diaphragm as well. R-wave amplitudes and impedance measurements were also noted to have changed since initial implant, though specifics were not provided. The physician suspected a slight perforation of the patient's right ventricle and scheduled a revision procedure. No additional adverse patient effects were reported. This lead remains in service at this time. Additional information has been requested from the field. This report will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.